Event description:
The pacemaker involved in this report was implanted on (B)(6) 2011. On (B)(6) 2011, the pt had a 9-second pause (av block), as observed on the external ECG monitor. The phenomenon could not be reproduced the following days, even when trying all the usual provocative tests. Preliminary analysis of the files suggested a lead issue.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.